Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant during the implant procedure for a new cardiac resynchronization therapy defibrillator (crt-d) device. During an attempt to place the lv lead none of the 4 electrodes captured and low output was observed. The physician decided to place the lv lead tip on the branch in which lead tracking could not be obtained due to vascular tortuosity. This lv lead was unable to reach the target site along with loss of capture (loc), resulting in the physician opting to implant a different lv lead. The new lv lead was successfully placed and remains in service. No adverse patient effects were reported.